Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use (scratches) and confirmed that the tip/hook has fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the seven plus (7+) years of use in the field and the normal wear and tear associated with repeated use over time. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4) g2: foreign: germany customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the tip of the articular surface inserter instrument fractured. All pieces were retrieved and another device was used to complete the procedure without further complication. No patient impact or adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual examination of the provided pictures identified that the tip of the inserter is fractured. As the device was not returned, further evaluations could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was confirmed by review of provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.